Manufacturer narrative:
Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient poc is beeping and poc is showing unit is charging then it stops charging. Patient was hospital or injury due to this issue. The inogen team attempted to contact patient for further information three times with no response. Intervention is unknown.

Manufacturer narrative:
The device was returned for evaluation on may 27, 2025. The unit was brought in with a reported issue of a damaged power port; however, this complaint could not be confirmed during inspection. The power port was found to be fully functional, with both battery charging and discharging operating correctly. Despite this, the unit exhibited low oxygen (02) output. A leak was identified at the cannula receptacle on the sensor block, caused by over-tightening of the cannula barb, which led to damage to the sensor. Additionally, the feed port was found to be blocked due to dust accumulation in the muffler. The compressor mounts were also damaged, likely as a result of vibration from the compressor.